Event description:
On (B)(6) 1996, dr (B)(6) did a breast augmentation surgery on me, using mcghan implants, style 168. I was young and impressionable and highly regret ever having this surgery. Over the years the implant had gotten very hard, unnatural at all. But I couldn't recall the doctor that performed this surgery so I was caught between a rock and a hard place. But these past 10 years the pain has been crucial and getting worse. I wanted them out but couldn't afford to pay for it and medicare/medicaid wasn't going to cover it. I finally located some old paper work and then was able to track down this doctor who refuses to remove them without me paying him $(B)(4), which I don't have due to being totally disabled. I live in horrific pain daily, with minimal sleep because it hurts to lay on my sides. I have severe capsular contracture and I am in so much pain they can't even do a breast exam or mammogram. I went to another surgeon in (B)(6) who advised to have them removed, however, medicare won't pre-authorize it. Help, am hurting and I need these things removed as soon as possible.